Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving differences between sensor glucose readings and blood glucose readings. Customer reported that the readings are often off by 50 points, and never less than 20. Customer stated that they received a sensor glucose reading of 40 mg/dl when the actual blood glucose value was 157 mg/dl at the time of the call. No further information was provided.